Event description:
(B)(4). Essure immediately after essure was placed, I began experiencing very heavy periods, extreme mood swings, itchy skin on my sides and under breast area, restless leg syndrome, dizziness, hair loss. As time went on, I began to experience aching joints, numbness in fingers and toes, hypothyroidism, raynaud's syndrome, chronic low back pain, shingles, burning sensation in pelvis, painful intercourse, low sex drive, hot flashes, excessive sweating. Extreme bleeding , taste of metal in my mouth, tired , headaches so bad death would be better, shooting pain up and down my legs , fallopian tubes removed, scheduled for hysterectomy! Bowel problems , severe mind fog and mood swings, (B)(6) of weight gain , chronic back pain lower back, vision problems, anxiety so bad I can't function!